Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level was 600 mg/dl and 500 mg/dl. Customer stated that insulin pump not working. Customer was treated with manual injection and insulin pump. Customer reported that the drive support cap was normal. Customer reported that the cannula was bent. The insulin pump will be returned for analysis.